Manufacturer narrative:
Investigation summary it was reported there was a fibrous material inside the needle packaging. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed. There is a dust with lubricant adhered to the needle at 1/2" from the needle tip. No other defects or imperfections were observed. This defect could occur if the lubrication application station was not cleaned properly inducing the symptom reported. A device history record review was completed for provided material number 305198, lot number 2222150. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the lubrication application process was performed. The settings were correct, and the cleanliness of the equipment was good. There were no residues of dust, or any other foreign matter observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd precisionglide¿ needles experienced foreign matter in the packaging on needle pack. The following information was provided by the initial reporter: fiber/ fiberous material in the packaging on needle pack only found in one so far.

Event description:
It was reported that the bd precisionglide¿ needles experienced foreign matter in the packaging on needle pack. The following information was provided by the initial reporter: fiber/ fiberous materail in the packaging on needle pack only found in one so far

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.